Event description:
A report was received that alleges that the tracheostomy tube was leaking during use. No incident related medical sequela was reported.

Manufacturer narrative:
Device eval: one used sample was received for eval. Visual inspection of the returned sample found an indentation on the check valve luer connection; however, functional testing was unable to duplicate the reported complaint. The device was found to operate as intended; no evidence was found to suggest the event was caused from an intrinsic defect in the product.